Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right ventricular (rv) lead exhibited low r wave amplitude. There was no resolution. The patient was stable throughout.